Event description:
During placement of a 10fr dl hickman, a 7fr dilator and peel away was found in the 10fr kit. Hickman would not advance when this was tried due to size differences. We took another 10fr dil/peel away off shelf and all was well. We saved the peel always which are marked 7fr. Lot numbers are the same. Further inspection of stock revealed 13 other kits with 7fr dil/peel instead of 10fr dil/peel. All removed from stock and returned to bard.======================manufacturer response for hickman placement kit, hickman (per site reporter).======================no response yet.